Event description:
During cap maintenance in 2000, an extended charge time was observed. Three consecutive cap reforms were performed with no improvement in the charge times. The decision was made to explant the device. St. Jude medical was informed that the ICD was explanted.